Event description:
It was reported that the patient received a vibratory alert that triggered a merlin.net alert for high impedance on the left ventricular lead. The patient was asymptomatic. The patient was brought to the clinic on (B)(6) 2014, the device was reprogrammed and the lead remained implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.